Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the buttons were unresponsive. The customer did not recall the blood glucose reading at the time of the incident, and at the time of the call it was 398 mg/dl and the customer treated with manual injection. The customer reported that the insulin pump was exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.